Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au2702 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified variation with ise results and intermittent sample pot overflow. The service documentation revealed an issue with the reference electrode, roller tubings, and mix rod. The fse replaced the reference electrode, mix rod and roller tubings which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified an issue with the reference electrode, mix rod and roller tubings which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported patient result variations due to issues with ion selective electrode (ise) and intermittent sample pot overflow. No report of death or serious injury.